Manufacturer narrative:
Device manufacturer address 1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink, paclitaxel set leaked. The event was further described as; ¿fluid was bubbling out at the bottom of the filter chamber where it is encased in a piece of plastic¿. This was identified during use on a patient's during an unspecified chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E4: reporter sent to FDA? ¿yes¿, previously submitted as ¿no¿. G2: report source: ¿user facility¿ will be added. H10: the user facility submitted medwatch mw5104119 for this event. The device evaluation was completed. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. All components were correctly placed and according to specifications. A functional testing was performed including clear passage and pressure testing; and the results were satisfactory. Additional priming was performed with a bag of sterile water and it was observed that there was a leak in the filter. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. Should additional relevant information become available, a supplemental report will be submitted.